Event description:
Pt reported being shocked by her programmer at home while attempting to program her pulse generator. Pt fell to the floor, but was not injured. Pt's son was able to turn programmer off with magnet. At last report, sales rep was going to do some troubleshooting with the pt, and replace the programmer with a loaner until the device can be tested.